Event description:
It was reported by repair work order that the siderail will not latch in the up position due to side rail damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.